Event description:
Customer reported a past event of low blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Customer consumed carbohydrates to address the low glucose level. Recommendation was made to consult with a healthcare provider regarding diabetes management.